Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, after icy catheter was inserted to the patient and ivtm therapy was initiated, the user observed blood on the catheter and suk tubing. The catheter and suk was replaced and ivtm therapy was continued. No known impact or consequence to patient reported.

Manufacturer narrative:
The reported complaint was confirmed during functional testing of the returned icy catheter (lot # 68151). A shaft leak was observed at 3 cm away from distal end of manifold. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a shaft leak was observed at 3 cm away from distal end of manifold. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. The icy catheter lot# 68151 has an expiration date of 04 feb 2018 and was used on (B)(6) 2018. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported of the icy catheter with lot# 68151.